Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. No defect found most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 25-sep-2020 to confirm customer condition, and spoke with the customers daughter and verified that the customer did not fall. Daughter states that she called her at 8:30pm and could not get a hold of her and went to her house. When she arrived she found her mother at the foot of the bed and had her leg stuck between the sitters chest. Immediately daughter called 911 and the paramedics arrived and took her to the hospital as they were concerned she may have broken her pelvis. Customers top of the leg was red. I verified that customer was conscious when the daughter arrived and found her with her leg stuck between the sitters chest. While at the hospital customer had an EKG, and a stress test done. Daughter states the diabetic meter was not used before the hospitalization, and states the paramedics did not check her glucose levels. Note: manufacturer contacted customer in a follow-up call on 30-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated that received the replacement meter and replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 79,77 and 72mg/dl. The expected fasting blood glucose test result range is 102-120mg/dl. The customer did not report symptoms. Medical attention is reported. Customers daughter states her mother went to the hospital on (B)(6) and was admitted for 3 days, she went to her mother¿s house one morning and states she and her daughter found the customer on the floor. Customer was found at the end of the bed near the chest that is at the foot of her bed. Caller states they called 911 and the paramedics arrived. Daughter states customer has swelling in her feet. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of 121mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 11/28/2021 and open vial date is 9/16/2020. The meter memory was reviewed for previous test result history. (B)(6).